Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the stent remains in the vessel. There was no reported device malfunction. The stent delivery system was not returned; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary interventional procedure on (B)(6) 2015 with implantation of a 3.0x12mm xience alpine stent. On (B)(6) 2015, the patient was re-admitted to the hospital for other cardiovascular symptoms. There was no reported treatment. No additional information was provided.